Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300-400 mg/dl). Reportedly, elevated bg's were due to the customer recently moving and the pump time needing to be adjusted, as well as the pump settings needing to be adjusted. Tandem technical support guided the customer through adjusting pump settings. Customer delivered a bolus to stabilize blood glucose levels.